Manufacturer narrative:
Pump received with motor error alarm during rewind due to excessive axial play. Unable to verify unexpected restart alarm and a17 alarm due to motor error alarm. A47 was confirmed in alarm history. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple error alarms. The customer also reported that the insulin pump had not been in use for about one month leading up to the call. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer confirmed that multiple error alarms were present in the device's alarm history. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.